Event description:
Customer called to report a no delivery alarm. Customer also mentioned being hospitalized months earlier due to dka. Customer also stated she is anemic due to peptic ulcer. Troubleshooting was not completed during call as customer did not have a tubing clamp. Tubing clamp was sent and customer was advised to call back to complete the troubleshooting.